Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. The left atrial pressure at time of procedure was 13 mmhg. The dimensions of the loading zone was 27mm. Close criteria satisfied and the patient had atrial fibrillation as a base rhythm during the procedure. The device was implant successfully and had evidence of compression like a marshmallow. 12 hours after the implantation of amulet in the left atrial appendage, the transthoracic echocardiographic control revealed the dislocation of the device from its seat in the left atrial appendage to the mitral valve. The device was removed from the patient via open heart surgery and to repaired that mitral valve. The patient is stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into mitral valve 12-hours post implantation was reported. Information from the field indicated that the device was successfully implanted, and the close criteria were satisfied before and after the tension test. The device was successfully retrieved from the mitral valve by open heart surgery. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.